Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 5.2 mmol/l. Troubleshooting found the customer's drive support cap was flush. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.